Event description:
The patient underwent a first revision surgery due to instability/dislocation on (B)(6) 2017. The associated adverse event dated (B)(6) 2017 describes a dislocated reverse with a definite relatedness to the surgical procedure and no relatedness to the study device.

Manufacturer narrative:
The device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.